Event description:
It was reported that before an implantation procedure, the lead was removed from the box and the tip of the load seemed bent or broken. Therefore, the lead was not implanted. Note: it was reported that this was noticed before the physician was present. A new lead was used for the implant.

Manufacturer narrative:
Lead tip appeared to be bent or broken. Therefore, it was not implanted. The analysis from the manufacturer is pending.